Event description:
As described by the crna certified registered nurse anesthetist: the needle was inserted until a "pop" was felt at which point normal saline was injected. The syringe was "sticking" so the syringe was removed to withdraw additional saline in an attempt to further lubricate the inner aspect of the syringe. When the saline was expelled from the syringe, the metal tip, along with a portion of glass, broke off. The syringe was not attached to the patient at the time the syringe broke. The crna stated she did not notice a crack nor see any fluid leaking around the tip prior to the tip breaking. In addition, all glassware within the kit including the syringe, ampules of 0.9 sodium chloride, lidocaine with epi 1:200,000 and 1% lidocaine were secure within their respective housings when the kit was initially opened.